Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 79," "pacer fault 122," "pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's spare part assembly did not work. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Device evaluation: the device was returned and evaluated at zoll medical thailand. The customer's report was duplicated and attributed to a blown fuse on the analog board. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.